Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 14 false positive sars results when compared to another brand of test. No confirmation testing was performed. Customer states they had covid about 3 months prior. Report 10 of 14.